Manufacturer narrative:
This report is submitted on 06 may 2021.

Event description:
Per the clinic, the patient experienced some tenderness on the edge of implant magnet, resulting in the decision to explant the device. Both the implant and implant magnet were explanted on (B)(6) 2021.